Event description:
It was a report about leakage of anticancer drug. A leak had occurred while preparing keytruda. The protector was connected using an assembly fixture. There is a possibility that the ventilation needle was inserted at an angle. The drug added was keytruda.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The product was visually inspected, it was observed that the needle of the protector penetrated the rubber stopper at an angle, noting the needle is bent within the vial. Functional testing was performed and no leakage was observed. Additional evaluation were completed in attempt to recreate the reported leak. It is possible this could occur if the protector is not placed properly within the assembly fixture. An m12 assembly fixture was used to assemble the protectors onto a vial, after all testing and placing the protectors at different positions, we were not able to reproduce the same damage as observed on the sample. A review of the device history was performed for lot 2402139, no deviations or nonconformance's were identified during the manufacturing process that could have contributed to the reported incident. Retained samples from the reported lot were used for further evaluation. All product was visually inspected, no damage or defects were observed. The protectors were assembled to the vial using the m12 assembly fixture. In all cases, the liquid was able to flow from the vial into the syringe without problems and no leakage was observed between the protector and the vial. Product undergoes visual and functional inspections throughout manufacturing to ensure the quality and functionality of the device, including leakage testing and verification all critical dimensions are within specification. No issues related to the reported incident were found. Based on our investigation and sample evaluation, it is likely the leak occurred as a result of the damage observed on the needle caused during the assembly of the device. Given we did not observe any leak, we cannot verify this to be true for the reported event, therefore, a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information